Event description:
The user received questionable results for sodium on the integra 800 analyzer for one patient sample. The initial sodium result gave 119 mmol/l. The sample was repeated 6 times giving 128, 127, 128, 128, 129 & 128 mmol/l. The user said the patient was not affected as the initial sodium result was not reported outside the laboratory. The sodium electrode lot number was not provided. The field service representative (fsr) determined the ise mix tower was misaligned and found collapsed tubing at the waste pump. He aligned the ise mix tower and replaced tubing. The fsr ran performance testing to verify analyzer performance.